Manufacturer narrative:
The peritonitis occurred on an unspecified date "around (B)(6) 2020". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for this event. The patient with unspecified anti-inflammation drug infusions (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient recovered from the event. Pd therapy was continued during the treatment. No additional information is available as the reporter declined follow up.